Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on baxter meridian device. Pt stated they felt like their blood pressure (bp) was dropping and asked hcp to obtain a blood pressure reading just prior to device scheduled bp. Hcp had to adjust bp cuff, but found bp staple at 138/70's. Pt once again stated they felt like bp was dropping so they activated sodium button. Physicians were making rounds and stopped to speak with pt. Just after physicians walked off, hcp noticed pt was shivering, hcp asked pt if pt was cold or felt if pt had a fever and pt was found to be unresponsive. Pt had a weak pulse and was not breathing, CPR was initiated, ems called and hemodialysis treatment discontinued after blood was rinsed back to pt. Fire department arrived approximately 10 minutes later and ems responded approximately 5-7 minutes after fire department. CPR was continued during this time. Ems transported pt with a "slight heart rate" to hospital where pt was pronounced dead. Pt was post heart transplant. Cause of death: cardiac arrest. Hcp does not attribute this event to baxter products.